Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that he had two infusion sets that did not work; it took three priming attempts before the process was successful. The customer also had to replace the reservoir three times as well. The patient's blood glucose at the time of incident was 413 mg/dl, which was treated with a manual insulin injection. Troubleshooting for the hyperglycemia was declined. The insulin pump was not returned for analysis.